Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed an issue which could result in the device having a black lcd touchscreen. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where it was observed that the lcd touchscreen was flickering excessively. Ventec was able to determine that the cause of the lcd touchscreen flickering was the lcd cable. An issue with the lcd cable can result in a black lcd touchscreen, thus verifying the reported issue. Ventec replaced the lcd cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd cable.